Event description:
Arm in front of a bath chair gave away with a resident in it. Resident was lowered to floor by staff member. During the investigation, we determined that a "pin" was not engaged on the chair to prevent the arm from coming out of the socket. The literature for the bath chair did not state that it was necessary to engage this pin when the chair was in use.